Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm 30 occurred during the load sequence. The customer's blood glucose level ranged from 342-343 mg/dl. Reportedly, the customer did not follow the proper on-screen instructions. Customer was able to change the cartridge to resolve the issue.